Manufacturer narrative:
H2: additional information added to b5. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000158, ubd: unknown, UDI#: unknown ; product ID: bi71000200, ubd: unknown, UDI#: unknown h3: a medtronic representative went to the site to test the equipment. Testing revealed that the x-stage cover was replaced, but there was still an issue with docking. After further investigation, it was discovered that the y-drive motor assembly needed to be replaced. The system could be used with limitation as the issue with the docking position still existed. H6: fdm b01, fdr c07, fdc d02 are applicable to the system checkout. Img codes updated to g04037 g04090 to reflect the concomitant products. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the pendant was previously replaced because some buttons did not work properly. The site required pressing with more power than normal. The issue was with the docking.

Event description:
Additional information was received. It was reported that there was no patient involvement. The y-drive motor was defective.

Manufacturer narrative:
H2: additional information added to b5. Correction: g2 and section e updated. H3: a medtronic representative went to the site to test the equipment. Testing revealed that the y-drive motor was replaced. The docking position was working properly. The imaging system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c07, fdc d02 previously reported are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system. It was reported that there was an issue with the pendant. The button for docking position wasn't working properly. There was no patient involvement reported.